Event description:
"(B)(4): the patient's walker lost the left front wheel. The patient had his walker replaced. If the patient had put weight on the walker when it happened, she had fallen. (B)(6).the customer says that he had at least 10 similair cases lool at mail from (B)(6)"

Manufacturer narrative:
The (B)(4) is the same /similar to products which are manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).